Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was possible to note that there was a fluid balance issue. The reported condition was verified. The cause of the reported condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with using a rismaflex system, a "gain limit reached¿ alarm was generated and the patient experienced an episode of extreme hypotension which required administration of an increase in norepinephrine, suspension of therapy and blood return. The fluid removal was reported as "30, 54, 95, 26 ml/h" however, the effluent dose (removing the replacement volume) showed a removal of more than 400 ml/h in the last 12h approximately. The patient was recovered from the event. No additional information is available.